Event description:
It was later reported that the cause of the over-sedation was most likely caused by patient¿s cancer, not the pump like initially thought. Patient had not changed with decreasing the pump and other causes were worked up at other hospital. The patient did require hospitalization due to the event. It was noted that patient recovered without sequelae. Clonidine was also in the patient's pump.

Event description:
It was reported that the healthcare provider (hcp) had increased patient's pump medication dosage the day before the initial report and as of the date of the initial report he was informed that the patient was "over sedated". Hcp wanted to turn the pump off with a magnet without having to program it as the patient was at a small community hospital, an hour away from the managing hcp, and no one could get to her to read the pump or empty it. It was added that patient was an end stage cancer patient. "They" had increased her dose previously about a week-and-a-half before the reporting hcp saw the patient, during which time the dose was increased from 19 mg a day to 23, and then reporting hcp increased it from 23 to 26mg. The device system was used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).